Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the clinician that when reviewing the episodes they noticed that the most recent 18 ventricular tachycardia episodes (which only delivered atp anti-tachycardia pacing) had electrogram egm stored, but the 19th and 20th episodes (which delivered shocks) did not have egm stored. Because of egm storage limits, the older episodes egm is rolled over to store the newer episodes. The clinician suggested that we should prioritize episodes that deliver shocks over those that delivered atp when storing egm. The device remains in use. No patient complications have been reported as a result of this event.